Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer dropped pump and the touchscreen shattered. Additionally, the pump became unresponsive. Reportedly, the customer declined to test blood glucose (bg) levels. Customer reverted to insulin injections for alternate insulin therapy.